Event description:
User facility medwatch report #mw5170820 was receiving reporting: "after intervention the patient's anatomy and access site was appropriate for deployment of a closure device. The abbott cath perclose prostyle was decided on. All steps were followed correctly and after the perclose knot was deployed, the foot plates of the product would not retract. This caused the device to be stuck in the patient's artery. The only option was to disassemble the device for removal. After the device was disassembled, it was removed and manual pressure was applied until hemostasis was achieved. Patient was delivered to the inpatient unit and developed a severe hematoma. This was appropriately care for by our team."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017: failure to follow steps/instructions.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use (IFU) as a possible adverse event of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to retract the foot include, but not limited to tissue or suture caught in the foot which likely led to the reported device entrapment. The subsequent treatment appears to be related to circumstances of the procedure. The reported patient effect of hematoma is a known risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from yes to no. H6 - medical device problem code: code 2017 was removed.